Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/4/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient experienced arthrofibrosis. This was indicated as possibly related to the arthrex fasttak implanted during a plc reconstruction procedure. The physician performed manipulation under anesthesia as an additional treatment. The physician did not disclose the dates for either surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.